Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 4.2 drawer controller board was faulty. A field service engineer replaced drawer controller board the issue was resolved, customer inventoried successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis screen was completely black. The customer attempted to power the unit off and back on and verified that it was plugged in with all cables properly connected. The station was offline in remote support services. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.